Manufacturer narrative:
(B)(4). Implant date: it was reported that the intraocular lens was implanted since 2003. Explant date: not applicable; lens remains implanted at the time of submitting the MDR. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens was cloudy. An ar40e 18.0 diopter lens was implanted in the patient's left eye since 2003. No further information was provided.

Manufacturer narrative:
Product evaluation: the lens was implanted in 2003 and the lens remains implanted in the patient's eye, therefore, a product evaluation was not performed. The reported complaint issue of cloudy lens was not verified. Manufacturing record review: the manufacturing process record was evaluated and the lenses were manufactured within specifications. The units were released according to specification. The review identified no non-conformance reports (ncr) associated with this production order. The manufacturing process for the buttons was reviewed. The acrylic buttons were manufactured within specifications. The units were released according to specification. The review identified no non-conformance report (ncr) associated with this production order. Slit lamp inspection is performed and inspection and disposition for haze inspections is conducted. A search on complaints related to this production order was conducted and revealed that no other complaints were opened. Labeling review: the directions for use (dfu) adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the manufacturing records review, historical complaint review and non-conformance/CAPA review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.